Event description:
Diabetic ketoacidosis. Case description: medical device info: class iia. This spontaneous case from a certified diabetes educator in the united states was reported as "diabetic ketoacidosis" and concerns a pediatric pt treated with novofine 8mm (30g) autocover (needle) (dates of use unk) with humalog (insulin lispro) kwikpen for "diabetes mellitus". Pt's height: unk. Medical history was not provided. A certified diabetes educator reported that a child was admitted to the hospital with diabetic ketoacidosis (dates not specified). It was stated that the family believed that the event may have been related to the combined use of the novofine autocover needles and the humalog (insulin) kwikpen. No additional info was provided. The outcome is unk.